Event description:
The pump was returned for investigation. Investigation found that the display was discolored, all the keypad buttons were under responsive, and contamination was found under the button contacts. This report is made based on the results of investigation completed on 02/09/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/09/2015 with the following findings: on investigation, the pump powered up to a discolored display. The keypad cover was torn while all the buttons responded intermittently. Removal of the cover found contamination under all the button contacts. The bolus button was operational but the cover was torn. (B)(6).